Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-2 anchor failed to deploy. A backup device was available to complete the procedure without delay. No patient impact was reported.

Manufacturer narrative:
The device was returned with t1, t2 and partial suture separated from the delivery needle. The delivery needle is bent to the right and has a slight twist. T1 is bent in half and t2 has a crack completely through it. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. There appears to have been force used with this device. With the damage noted, listed root cause for this complaint cannot be confirmed. Device history record review found no deficiencies in the manufacture of this lot. Use error cannot be ruled out as a contributory factor.